Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - boston scientific received information that during the implant procedure, after this right ventricular lead was advanced through the tricuspid valve, a perforation of the ventricular free wall was noted. As there was concern of a tamponade, a thoracotomy procedure was performed to remove the lead and an epicardial lead was implanted. A visual inspection of the lead revealed the helix remained retracted. The patient was asymptomatic and no intervention was required to treat the perforation. According to available information, no return of product is intended and no further information is expected regarding this event. Should further information become available, this event will be updated.